Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2006 (B)(6); product type extension product ID 389033, lot# j0349392v, implanted: 2004 (B)(6); product type lead product ID 389033, lot# j0349392v, implanted: 2004 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient¿s device had ¿gone wacko.¿ it was noted, the stimulator was replaced after a month and a half because, the wires inside shorted out.